Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The complaint was confirmed and the most probable causes due to some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic bronchoscopy procedure under sedation, plastic black flecks were found inside the patient's lungs. The customer identified the black flecks as pieces of epoxy from the bending rubber at the tip of the bronchoscope that had come off. The procedure was prolonged for less than 30 minutes and was completed using the same device. Additional information was requested; however, it is not available at this time. There were no reports of further patient harm.